Event description:
It was reported that post a coronary stenting treatment procedure, in-stent restenosis occurred. The 95% stenosed lesion being treated was located in the mildly tortuous mid left anterior descending (lad) artery. The lesion was predilated with an unknown size maverick balloon. The physician deployed a 4.00 x 16 mm liberte bare metal stent. The stent was well apposed. Plavix was prescribed. Four months post the stent placement, the patient presented with an st elevation myocardial infarction. The taxus stent, in the lad, was found to be totally occluded. The restenosis was treated with a 3.0 x 15 mm quantum balloon and a 3.5 mm cutting balloon.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, and supplemental medwatch will be filed.